Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a heparin prefilled syringe. The customer reports that the patient's mother contacted by pharmacy in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had affected lots in home. Mother reports one episode of vomiting and shortness of breath for about 1-2 hours after 1 IV infusion and subsequent heparin flush through port-a-cath. Symptoms improved upon pt resting. Replaced with bd brand heparin pfs flush. Two weeks later follow up with mother who reports no symptoms or problems after infusion since starting bd brand heparin flushes. Mother reported current flu viral infection since 2 days earlier approximately 3 days. As of the following month, pharmacy has not rec'd return of affected lots of heparin from pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.